Event description:
This was a spontaneous self-report received from male consumer. The consumer used 1 patch of bengay moist heat therapy pad (no active ingredient) once in 2009, for leg pain. He left it on all night and got up next morning. The next day, the product left a welt on his thigh were the product was applied. It was about 3 inches in size, and red, ugly, and burning. The events were treated with neosporin. Product use was discontinued the following day. As 2009, the events did not resolved. This case is non-serious (medically significant). This case has been reassessed as serious based upon additional information received the following month. The consumer reported that the welt on his leg which caused by the product was not going away. This case is serious (medically significant, permanent damage).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.